Event description:
Boston scientific crm received information that device site inspection revealed swollen area over the device, with redness and thinning skin over the upper border of the device. The site was assessed again the following day, and a pocket revision procedure was performed. No further information was available. Approximately two years later, a non-bsc sales representative reported that the entire device system was to be extracted due to a patient infection.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.